Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. Buttons responded properly. No flattened button dome switch or unlock on lcd keypad connector noted. The insulin pump was monitored for two days and had no audio beep constant anomaly noted. No unexpected low battery alarm noted. No difficult reading noted. The insulin pump was received minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced a beep anomaly after changing battey. Customer reported a constant tone of insulin pump which continued after previous troubleshooting and pump resting for two hours. Customer's blood glucose was 198 mg/dl. Customer also reported that display screen was difficult to read for a diabetic. Customer was advised that insulin pump would need to be replaced.